Event description:
It was reported that the left ventricular lead couldn't reach the target vessel. The lead was attempted, but not implanted. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) outer insulation foreign material. Analyst reports the foreign material (fm) most likely does not affect the device performance. Distal conductor blood/body fluid (not obstructed). Full lead returned and analyzed.